Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the gas cylinder is drifting and will not maintain position. No pt involvement or adverse consequences are reported.